Event description:
Customer reports burning smell.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Cardioquip inspected the device and found the heater chamber had failed and pump motor start capacitor was nonfunctional. The start capacitor was the source of the burning smell. Cardioquip replaced the start capacitor, the pump and the heater chamber. The device passed final inspection and is fully functional.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer reports burning smell.